Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. It was reported that the cassette was making a loud noise and the back of the cassette was protruding and had a bubble. Four wet intrepid plus fluidics management systems were visually inspected. All four samples had lifted elastomers which can contribute to the customer report of a bubble. Without any modifications done to the elastomers, the samples were tested on an infiniti console. The fluidics management systems were recognized by the consoled. The samples primed and tuned with the ultrasonic handpiece successfully and reached max vacuum. No message code, no fluid or air leaks, occlusions, and no cracks on the luers were found. It should be noted that the elastomer should be pressed on the validated equipment before releasing the sample. The root cause of the customer's complaint could not determine conclusively when or where the elastomer could have lifted on the cassette as the sample met specifications during testing. This complaint has been reviewed and it is determined that no further actions will be pursed at this time. All lots are verified that all required tests have been performed and all acceptance criteria were met. Based on our current tracking, there are no adverse trends for this reported complaint. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is:(B)(4).

Event description:
A customer reported that the pak made a loud noise and back of the cassette was protruding and bubble outward during surgery. The surgery was completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).